Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 335 mg/dl. The customer stated that air bubbles were observed in the infusion set tubing; however, declined to perform fill tubing during troubleshooting with tandem technical support. Customer stated that supplies would be changed out and they would call back to continue troubleshooting. In addition, the customer stated that the pump time was 5 hours ahead and the date was set 1 day ahead. During a follow up call 30 minutes later, the customer stated that they were no longer experiencing elevated bg levels after supplies were changed out. The customer declined further troubleshooting and stated that the pump time and date may have been set incorrectly due to accidentally letting the pump battery fully deplete in the past.